Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported. The analysis results found that device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Device b batch # g9jx0h exp date: 4/14/2010; mfg date 3/14/2015. Device fired through lockout. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, with the device from lot g4t61d, after firing, instrument did not open; surgeon did draw with a little bit of force but was careful on the vessel to open the instrument. With a second device from lot g4rz4v, instrument did not fire; it seems that it was jammed. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.